Manufacturer narrative:
(B)(4). Event description continued: the bifurcation lesion was completed with a 2.25x16 mm non-abbott stent to cover the distal portion of the trapped bmw guide wire within the circumflex followed by a 3.5x26 mm non-abbott stent in the circumflex going across the previously stented marginal vessel. An attempt was made to finish with a kiss technique but it was not possible to get a balloon to cross the marginal branch. Angiographically the result was satisfactory. Before removing the guiding catheter, the 3.5mm nc balloon was inflated at the tip of the guiding catheter (but within the guide) and inflated to a high pressure. This was to see whether the guide wire could snap within the coronary artery rather than further back in the guide catheter. The guide was then removed under screening and a thin strand of guide wire was seen to be coming out of the left main stem back into the ascending aortic root. The patient remains in the cardiac ward; there was no reported attempts to remove the guide wire fragment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided. Updated information: the patient was discharged 3 days after the procedure to home in good condition; the distal fragment remains in the vessel; the proximal part will be returned. No intervention has been planned. This has been discussed with interventional radiology colleagues and with the patient; decision made to treat conservatively. (B)(4) - prolapsed. Evaluation summary: the device was returned for analysis. The stretched coils and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: do not allow the guide wire tip to remain in a prolapsed condition. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using an unspecified artery access approach during a percutaneous coronary intervention (pci) procedure of the bifurcation of the circumflex at the marginal and main arteries, a non-abbott stent was implanted in the marginal side branch at 12 atmosphere without reported issue. During attempted removal of the balance middleweight (bmw) guide wire it "unwound and then snapped" leaving the proximal fragment of the guide wire beyond the deployed stent. It was noted that the fragment remains in the anatomy from the left main stem into the ascending aorta. The patient remains in the cardiac ward; there was no reported attempts to remove the guide wire fragment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. Subsequent information received stated that the patient was discharged to home in good condition; the distal fragment remains in the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a right radial access approach during a percutaneous coronary intervention (pci) procedure of the bifurcation of the circumflex at the marginal and main arteries, a non-abbott stent was implanted in the marginal side branch at 12 atmospheres (atm) without reported issue. There was no calcification or tortuosity. It was very easy wiring the circumflex branch. The marginal branch was wired with a non-abbott guide wire. The marginal was pre-dilated with 2.0x12 mm balloon catheter followed by deployment of a non-abbott 3.5x2.5 mm stent from marginal back into the circumflex at 10 atm "jailing" the balance middleweight (bmw) guide wire. This was proximally optimized (pot technique) with a 3.5x15 nc balloon catheter. The non-abbott wire was then placed into the circumflex through the non-abbott stent struts and the pre-used 3.5 mm nc balloon catheter was used to gently open the struts at 4 atmospheres inflation. At this point, upon removal of the jailed bmw guide wire, no resistance was felt but after pulling for about 10 mm under fluoroscopy, the tip of the wire remained unmoved in the distal circumflex vessel. At that point, it was suspected that the bmw guide wire was un-raveling therefore pulling on the guide wire was stopped. Then a 1.5x15 balloon was used followed by a 1.0 mm balloon on the bmw guide wire in an attempt to create a space behind the non-abbott stent struts in order to free-up the bmw guide wire; however, it was unable to get the balloon behind the struts.